Event description:
On unknown date a patient underwent a posterior fixation procedure on unknown levels of the spine. On a unknown date it was discovered during a routine follow up two of the connectors lock screws had loosened. On a unknown date a revision occurred to address the loosened screws. It is unknown what occurred during that revision. The patient was reported to have recovered well post revision.

Manufacturer narrative:
No product was received as the devices remained in-situ and no radiographs could be provided confirming the alleged screw loosening. The patient was reported to have followed post op activity instructions and had not experienced any falls or other accidents. It is unknown whether the loosened lock screws were replaced or retightened during the revision procedure. While a root cause for the issue could not be confirmed review of the information provided would suggest incomplete final torque down or rod interference during lock screw placement. No additional investigation can be completed. Label review: "...potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "... All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments..." "...cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections. Care should be taken to insure that all components are ideally fixated prior to closure¿"